Manufacturer narrative:
The available information suggests that this lead remains implanted. This event will be updated should additional information become available.

Event description:
Boston scientific received information that one day post-implant, this right ventricular defibrillation lead was suspected to have dislodged based on changes in sensing and threshold measurements. On the day of implant, sensing was at 10 and threshold measurements were 0.8. The following day, sensing was 3.2 and threshold measurements were 6mv at 0.4 msec. The patient had loss of capture but was not dependant on the device. When they did another lead check, pacing threshold was 0.8 at 0.4 msec, so no lead revision was required. No adverse patient effects were reported.